Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: the exact root cause could not be determined as the reported issue is unclear and customer didn't provide any further details. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the bellavista 1000 ventilator alarmed tf 400 and 316. No patient involvement

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.